Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17oct2018. Reporter phone could not be confirmed. Philip's field service engineer (fse) performed troubleshooting and found the device logged an error 1122 (blower temperature high). The fse replaced the central processing unit (cpu), blower and motor controller; however, the issue was not resolved. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit shut down. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 29-oct-2018. Date of manufacturer: 26-oct-2018. Philip's field service engineer replaced the blower assembly again and the issue was resolved.

Manufacturer narrative:
Date of report: 26dec2018. Date of manufacturer: 21dec2018. The original blower assembly was found to have a bad temperature sensor, causing the blower not to function. The first blower assembly that was replaced passed all testing. The reported complaint of the first blower not working/resolving the issue could not be duplicated. There were no faults found with the replacement blower assembly.